Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact mechanism of damage could not be determined. One 12fr triple-lumen (t/l) 20cm trialysis catheter was returned for investigation. The catheter exhibited evidence of use. What appeared to be dry blood residue was observed on the external surface of the catheter and within the catheter lumens. A suture was tied through one of the holes in the rotatable suture wing. Yellow tape was wrapped around the red connector. Residue from what may have been the dressing was observed on the power injectable lumen. The t/l tubing was curved towards the side of the venous (blue) lumen at the distal end of the molded trifurcation. A functional test showed that the lumens were patent to infusion. Under sustained pressure, a leak was noted at the distal end of the trifurcation when the arterial (red) lumen was pressurized with water. The leak site was microscopically examined. A breach in the circumferential direction was observed in the t/l tubing at the distal end of the trifurcation. The adjoining surfaces of the breached tubing were uneven and granular. The tubing was cut distal to the break site and the wall thickness was found to be within specification. The molded joint and catheter showed no damage or defects associated with the manufacturing process. Potential contributing factors include the bending of the catheter at that location; however, the exact cause of the breach in the tubing was unknown.

Event description:
It was reported that the patient had 20cm of power trialysis implanted on (B)(6), 2020. The connection part of the catheter and the catheter connector was found to be broken , although the patient was unable to move by him/herself at all and no postural change has made on (B)(6), 2020. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the patient had 20cm of power trialysis implanted on (B)(6) 2020. The connection part of the catheter and the catheter connector was found to be broken, although the patient was unable to move by him/herself at all and no postural change has made on (B)(6) 2020. There was no reported patient injury.